Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section h6. Follow up no. 1 was inadvertently submitted without the type of investigation, investigation findings or the investigation conclusions codes selected. Therefore, the codes have been provided.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. "The angio-seal device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patients who have undergone diagnostic angiography procedures or interventional procedures using an 8 french or smaller procedural sheath for the 8f angio-seal device and a 6 french or smaller procedural sheath for the 6f angio-seal device." The above referenced indication is against what is mentioned in the allegation of "the objective of the procedure was to remove an obstruction in a vein in the patient's right leg". The device was used in a vein. The complaint cannot be confirmed for the allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown catalog number and lot number. UDI - unknown due to unknown catalog number and lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown catalog number and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical received a letter from a law office reporting an alleged event. They alleged that on (B)(6) 2020 the patient underwent an ambulatory medical procedure (they do not specify which), performed by the doctor, who had previously treated the patient. The objective of the procedure was to remove an obstruction in a vein in the patient's right leg. The procedure was scheduled for 11 am and started at 2 pm. The patient was accompanied by his daughter and they claim no one informed her for several hours about what was happening to the patient. At around 9 pm the doctor allegedly communicated with the daughter and informed her that there had been a complication and that supposedly, a terumo medical device used during the procedure (they do not specify which one) "broke" and that the patient had a "wire" stuck in his leg. Furthermore, they state that the doctor informed them that there was no doctor available for the necessary emergency surgery, so the patient had to be admitted and stay overnight to be treated the next morning. The patient is of an old patient ((B)(6)), and these events took place during the pandemic, so that made the experience even more worrisome and stressful, due to the increased risk for a patient with his characteristics. They also state that the patient was instructed not to move, and not to sleep all the time between the two procedures, allegedly it was stated that he could even die if he made any sudden movements and caused the wire to move invertedly, so he spent all night without barely moving, which was extremely uncomfortable, painful, and stressful. It is claimed that allegedly the nurses said he should have had surgery immediately, and not wait until the next morning. They also claim the product was of "poor quality". They state that the next day (june 20th) the surgery took place, and the doctors were successful in removing the "wire". The patient claimed he suffered physical damages, because of the pain and extremely uncomfortable situation he lived through, that the doctor's actions were negligent, that the medical device used was of poor quality, and that he additionally suffered severe emotional distress, not only during the time at the hospital, but also afterwards, due to the care he required at home to completely heal the surgery wound in his leg.